Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The customer provided photographs verify the drive tube leak as blood residue is visible on the drive tube and there is blood splatter on the walls of the centrifuge chamber. Further evaluation of the photographs shows the drive tube is slightly twisted / damaged near the upper drive tube bearing stop. A known cause of a broken / damaged drive tube is when the drive tube is not rotating freely. A material trace of the drive tubes used to build lot l203 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. During incoming inspection drive tubes are sampled and inspected for any obvious damage or defects. No issues were found during incoming inspection for the lots used to manufacture kit lot l203. The reported drive tube leak is verified based on the photographs provided; however, the root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 20-jul-2023.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a drive tube leak during buffy coat collection. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer refused to return the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l203 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l203 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2023.